Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that the clinic noted a code for battery depletion via the remote home monitoring system. Review of the battery level appeared to show good measurements. Boston scientific technical services (ts) was consulted and reviewed the data. Ts discussed that the code indicated the rate of battery depletion was higher than expected. Upon evaluation, the code was displayed due to several magnet applications. Ts noted that magnet applications can cause the device to beep and the battery voltage to drop as a result. Therapy remains available to the patient. The battery voltage in this subcutaneous implantable cardioverter defibrillator (s-ICD) recovered and magnet detections have stopped. The s-ICD remains in service and no adverse patient effects were reported.